Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate therapies for af with rapid ventricular response. The device displayed an alert for charge time limit reached. A manual capacitor maintenance restored the charge time. There were no further issues with patient after event. Programming changes were made to prevent further inappropriate therapies.